Event description:
The pt received a blood glucose result of 184 mg/dl on the suspect device. They took insulin and then began to feel ill. They used another brand of glucose meter and the result was 54 mg/dl and repeat test of 27 mg/dl. They started to eat candy and became unconscious. Emts were called and they gave pt an unknown sugar injection. Pt was transported to the hosp and received further treatment. They did not use controls on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.